Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had imaging issues. It was noted that the image disappeared/darkened and visual field was lost when the cable was manipulated. The issue was found prior to a ureteroscopy and the procedure was completed after the camera in the device was fixed. There was a delay of 5 minutes to the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint (loss of image) was not confirmed. However, the device evaluation confirmed an intermittent image. In addition, the following non-reportable malfunctions were found during the device evaluation: - cable coating cut. - water infiltration from the cable cut part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿images not displayed¿ could not be reproduced, however, the cause of the intermittent image issue was likely due a communication error as a result of cable failure caused by water ingress through a confirmed cut in the cable, and deterioration. The root cause of the intermittent images and cable cut/deterioration could not be confirmed. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.